Manufacturer narrative:
The device has been requested to be returned but has not yet arrived. Once it arrives and the product evaluation has been completed the findings will be sent in a supplemental submission. The lot number is unknown, therefore, the device history record review cannot be completed. Additional product codes, kra, dqe, dqo.

Event description:
As reported, during set up, there was an issue with the swan ganz catheter balloon. The balloon was inflated prior to use, but would not deflate via the syringe or by opening the gate valve to air. The balloon remained inflated. There was no patient injury.

Manufacturer narrative:
The device was returned for product evaluation. The reported issue of unable to deflate the catheter balloon was not confirmed. The balloon inflated clear and concentric and remained inflated for five minutes without leakage. The balloon deflated within two seconds without the syringe attached. As stated in the instructions for use, passively deflate the balloon by removing the syringe and opening the gate valve. There were unknown liquid droplets that were observed in the inflated balloon. The liquid droplets were unable to be withdrawn for analysis due to the limited quantity. Per instructions for use, using the syringe provided, inflate the balloon with co2 or air to the maximum recommended volume. Do not use liquid. All through lumens were patent without any leakage or occlusion. There was no visible damage that was observed on the catheter or the returned syringe. The lot number was obtained and the device history record review was completed and all manufacturing inspections passed with no non conformances. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the issue. Based on the available information, there is no evidence that supports or confirms the failure mode is associated with a manufacturing or design defect. It is not known if procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.